Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery. After a 2.5x15mm non-bsc balloon catheter was advanced for dilatation, a 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When it was tried to cross again, it was noted that the stent shaft part was broken. The procedure was completed with another 3.50x32mm synergy drug-eluting stent. No patient complications were reported. Device evaluated by MFR.: a synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. An examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified a break at 1293mm proximal to the distal end of the tip. There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Report source: added distributor.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery. After a 2.5x15mm non-bsc balloon catheter was advanced for dilatation, a 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When it was tried to cross again, it was noted that the stent shaft part was broken. The procedure was completed with another 3.50x32mm synergy drug-eluting stent. No patient complications were reported.